Event description:
After deployment of two xience v stents at the anterior descending artery, wire was crossed to the diagonal through the stent, apex 2.5 x 15 mm balloon taken easily into the diagonal ostia to expand the stents and the ostial lesion. When and after the balloon was deflated, it was pulled outward with care and md noticed that the catheter broke inside -which is not normal- and the distal part of the balloon remained in the diagonal artery. The piece was removed surgically (B)(6) 2010. Date of use: (B)(6) 2010. Diagnosis or reason for use: cad. Event abated after use: no.